Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, an alliance handle was used during an attempt to crush the stone. However, the pull wire broke just below the handle prior to the stone breaking up. A soehendra device was then used to remove the basket, but the pull wire broke for a second time. The patient was then sent to surgery where the basket and stone were successfully removed. The patient's hospital stay was prolonged due to this event. Additionally, the patient's current condition was reported as being good.

Manufacturer narrative:
(B)(4) - surgical intervention required. (B)(4) - won't detach. (B)(4) - the reported event of pull wire break. (B)(4) - the reported event of tip won't detach. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).